Event description:
The lay user/ patient contacted lifescan alleging an inaccuracy issue with the meter compared to the same meter. The patient allegedly obtained blood glucose results of "261mg/dl" and "400mg/dl" with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology the calculated difference of these blood glucose results exceeds lfs' criteria for accuracy. This complaint is being reported because the reported issue was not resolved with troubleshooting. There is no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4): the test strips passed all testing with no faults found; the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.